Event description:
It was reported that patient's ipg was inoperable and unable to communicate with external devices. Patient controller displayed error message "end of life, contact your abbott representative." Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken where in the ipg was explanted and replaced. Effective therapy restored.